Event description:
Report 2 of 3:it was reported while using bd vacutainer® 9nc 0.109m plus blood collection tubes, 7 tubes underfilled. Samples were recollected. There was no health impact or consequences reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown.h4. Device manufacture date: unknown.a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.